Event description:
Reportedly, during testing, the down arrow key was found to be non functional. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the top membrane. The unit passed extended self-testing.

Manufacturer narrative:
(B)(4).